Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of the system issue due to infection and severe rash. Reportedly, the patient was treated for shingles and contact dermatitis. The boston scientific technical services (ts) sent the product material list of the implantable products. No adverse patient effects were reported. The s-ICD remains implanted.